Event description:
The hcp reports a pt's device system explanted in 2006 due to infection. The pt presented with symptoms of infection including redness and pain. The hcp reports perioperative antibiotics were administered. The drug used in the pump was morphine sulfate 1mg/ml. The primary location of the infection was the device pocket. A culture was obtained which produced coag negative staph growth. The pt was treated with IV antibiotics and underwent total device system explant. There was initial erythema at the pump site post explant which was treated with vancomycin then septra. The erythema resolved. The pt was to stay on suppressive septra but had sub optimal compliance. Risk factors reported for this pt include cancer and debilitated status. The pt experienced no drug withdrawal and the infection has resolved.